Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-oct-2015. It was reported that the device was unable to cross lesion. The 90% stenosed target lesion was located in a severely tortuous and heavily calcified mid left circumflex (lcx) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for treatment. During the procedure, the physician attempted to cross the device to the target lesion; however, the device failed to cross the lesion due to the heavy calcification and angulation of the vessel. After several attempts, the physician decided to perform coronary artery bypass grafting (CABG). There were no patient complications reported and the patient's condition was good. However, device analysis revealed of a pinhole.